Manufacturer narrative:
Approximate age of device - 3 months. Manufacturing evaluation conclusion: a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. The hm2 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 2 left ventricular assist system. This IFU, as well as the hm2 lvas patient handbook, also provide information regarding how to prevent infection. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a (B)(6) driveline infection substernal wound infection debridement on (B)(6) 2017. The patient's wbc trending down from 20 cells/l on admission to 5.2 cells/l. Patient's CT on (B)(6) 2017 without any acute findings, cta showed 3x3 fluid collection that was debrided on (B)(6) 2017. The patient continues with wound vac to substernal wound which was quite deep with drive line exposed which was evaluated daily. The patient as then switched to home vac on (B)(6) 2017 with plan for home dressing changes with home health aide and reported that they would apply hydrogel to site prior to placing foam with regular changes. The patient needs daily hydrogel applications to wound vac site. The patient's driveline wound culture was (B)(6) with (B)(6) which was sent out on (B)(6) 2017 ID recs appreciated. The patient was reported to be on broad spectrum antibiotics (B)(6), switched to zosyn 4.5q8 per ID on (B)(6) for 14 days of therapy from debridement ((B)(6)) and then switch to clindamycin 450 tid for 4 weeks per ID. However, given nature of driveline infection account plan to continue past 4 weeks indefinitely and plan to follow up with ID as outpatient. There were no alarms for the event. On 25feb2018 it was reported that the patient was routinely transplanted. The patient did have a chronic driveline infection that elevated his transplant listing status. There were no device issues or malfunction associated to the outcome. The device will not be returned for evaluation. No further information was provided.